Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump was dislodged and was flopping around so they had to go back in and fix it. It was noted the pump dislodging occurred after the implant but was unsure when, stating "it's been months".